Event description:
Information was received from a patient's representative (caller) regarding a patient receiving hydromorphone and bupivacaine via an implantable infusion pump for an unknown indication for use. Technical services (ts) heard upon listening back to the call recording that the caller mentioned that the patient was "going in to have something and the catheter replaced on monday because it only lasted 2 years". Ts understood they were talking about the patient's pump device but did not clarification. Ts later contacted the caller who stated the pump was not working. The caller stated the patient had a pump refill (B)(6) 2025 and (B)(6) 2026 and "they removed all the medication they put into the pump". The caller stated they would be doing a dye test and maybe remove the pump or the catheter or both if necessary. Additional information was received from the healthcare provider (hcp). It was reported that at two prior refills there was high residual volume. At one refill the actual volume was 12ml and the expected volume was 5.4ml, and at the other refill the actual volume was 20ml and the expected volume was 16.7ml. A dye study was performed and was normal. Actions performed to resolve the issue was that the patient's pump was replaced. The patient's catheter remains and there was no catheter device issue. The catheter adapter was replaced (B)(6) 2026.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2019, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-aug-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.